Event description:
Additional information was received from the customer. The issue occurred in preparation for use for a transurethral resection. The intended procedure was completed with a similar device with no surgical delay and no patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer.

Event description:
The customer reported that the high-definition camera head has "stripes in the image. The cable is probably broken". The problem was found during preparation for use/prior to sedation. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the cable unit is deteriorated and therefore stripes appear in the image. A device history review revealed no issues that could have caused or contributed to the reported issue. A definitive root cause cannot be identified. The most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Based on the investigation results, no nonconformances were found related to this complaint. To mitigate the risk/harm to the patient, the instructions for use provides the following: "should any irregularity be observed, do not use the instrument; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage. ¿ olympus will continue to monitor the field performance of this device.